Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had an undetermined malfunction. During service and evaluation, it was observed that the trigger on the device was broken and torn off. In addition the motor power was low. It was further determined that the device failed the following pre-tests: check for air leak, check function of soft mode switch (safety system) and check the power with test bench. It was unknown if the event occurred during surgery. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.